Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12296 & 2134265-2016-12297. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A transesophageal echocardiogram (tee) was performed and a baseline pericardial effusion was observed. During the procedure, two watchman® access systems were utilized and a 30mm watchman ® laa closure device was successfully implanted in the laa. The patient was transferred to recovery. Approximately 45 minutes to 1 hour post procedure, the patient experienced hypotension and bradycardia. Another tee was performed; the device remained secure in the laa and the pericardial effusion did not appear to have changed. However, the physician proceeded to treat the patient with pericardiocentesis and about 400 cc¿s of blood was withdrawn and the patient stabilized. No further patient complications were reported.